Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were found in a comma after six hours and had a seizure. The blood glucose reading was 26 mg/dl. The customer was not hospitalized, but the paramedics were called. The paramedics gave them a glucagon shot and the customer came back up quickly. The customer declined to troubleshoot because they are meeting with their healthcare professional. It was also stated that the sensor readings went low and gave a low predict. The insulin pump did not alarm low or give a threshold suspend. The carelink report showed that the customer had gone past the 12 hour mark for a calibration and the sensor stopped reporting values to the insulin pump. The customer was advised to calibrate 3 to 4 times a day and to speak to their healthcare professional.